Event description:
Olympus was informed that during a laparoscopic sleeve gastrectomy, the surgeon was dissecting out the stomach, when the generator alarmed with an output error. The alarm indicated to check the jaws for metal. The device was withdrawn and the jaws were cleaned. The generator was reset. The device was reintroduced into the pt and the same error was displayed upon use. The device was removed and a new device was introduced. Within a couple of minutes of dissecting, it was noted that the plastic part of the tip was melting away from the tip. The device was withdrawn from the pt and a third device was introduced. Olympus received a (B)(4) on (B)(4) 2013 related to the event.

Manufacturer narrative:
The eval did confirm the user's experience. The teflon pad was found melted and partially detached from the grasping section. Scratches/dark marks were found on the probe and in a similar site on the electrode of the grasping section. The damage indicated that the probe and electrode of the grasping section were in direct contact (jaw closed) while the output was activated. The device was tested using an esg-400/usg-400 and no problem was found.